Event description:
An airlife adult tracheostomy mask was being applied to a resident. The elastic strap was placed under his neck and when approximating strap with male clip, to the mask's female receptor, the clip fell off the strap's eend, and fell into resident's trache stoma, was aspirated. Resident began coughing violently, exporated large amounts of thick yellow sputum, respiratory distress increas3ed and he became cyanotic. He was transferred to hospital ER by ambulancedevice labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: inadequate quality assurance, inherent risk of procedure. Conclusion: device failure indirectly contributed to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: user education provided, other. The device was destroyed/disposed of.